Event description:
On 6/28/96, the clamp was attached to the pt's head in the supine position and tightened to 60 lbs per force gauge on clamp. Single pin was on pt's left side; rocker pins on the right. When rotating pt from supine to prone position, clamp loosened and allowed pt's head to slip, causing 3 inch laceration on left side. After laceration was repaired, clamp was reattached and surgery continued. After surgery, clamp was sterilized and inspected by hosp personnel, but no obvious damage was found.